Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins). It was reported that the patient saw a power-on-reset (por). It was noted that the ins was just implanted yesterday and was told to call the manufacturer to ¿set it¿ as it wasn¿t done before they were released. No symptoms were reported. The patient was directed to contact their healthcare professional¿s (hcp) office and to notify the nurse. There were no further complications reported or anticipated.

Event description:
Additional information received reported that they had contacted the manufacturer¿s representative for the issue. The patient synchronized to the ins and saw the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the por issue was taken care of by a manufacturer representative per discussion on (B)(6) 2017. No further information reported/anticipated.